Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular treatment. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.0 mm x 220 mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 150 cm 2 mm × 150 mm coyote otw balloon catheter. No patient complications were reported and the patient's status was good.